Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The patient was initially implanted in (B)(6) 2012 and revised to address infection in (B)(6) 2015. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection more than three years post primary. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states that patient suffers from an adverse reaction to metal debris. Metallosis was also noted between the neck and sleeve of the stem. Update-09/29/2015 clinical der states patient has been revised to address infection and adverse tissue reaction.